Event description:
It was reported that during a laparoscopic appendectomy procedure that the jaws would not open, manual override was used to open the device. No further information was provided about the event. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/1/2023 d4: batch # 243c65 b3: exact event date unk, entered 1/1/2023 as only the year was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60w reload present. The reload was received unfired. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Reviewing the event log shows a clamping event followed by a transection complete event with no firing in between. Further investigation show that this issue happens when the device is opened during knife retraction, before the knife is fully in the home position, but retracted enough that the jaws still open. If the user does this the firing trigger will not respond no matter how many times the device is opened and closed. The user can recover from this condition by either pressing the home button with the jaws closed or reinserting the battery (jaws open or closed). The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 243c65, and no non-conformances were identified. Additional information was requested and the following was obtained: were any other trouble shooting steps performed prior to using the manual override? Unfortunately I don¿t have any additional details did the knife return after the firing?